Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu454510/16459996, UDI: (B)(4). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture) a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for a thoracoabdominal aneurysm and was implanted with two conformable gore® tag® thoracic endoprostheses in the descending thoracic aorta. The patient tolerated the procedure. On an unknown date in (B)(6) 2020, the patient underwent endovascular treatment and was implanted with cook zenith fenestrated endovascular (zfen) device and zenith alpha abdominal endovascular grafts within the abdominal aorta. The patient tolerated the procedure. On (B)(6) 2020, this patient underwent emergent treatment for a ruptured thoracoabdominal aneurysm distal to the conformable gore® tag® thoracic endoprostheses in the area of the gap from the abdominal devices. An unknown endoleak in the distal aorta was suspected but was unable to be confirmed. A conformable gore® tag® thoracic endoprostheses was advanced via a gore® dryseal flex introducer sheath however the sheath was unable to be advanced to the intended location due to the small diameter of the patient¿s femoral arteries. The sheath and undeployed device were withdrawn and two gore® excluder® aaa aortic extender endoprosthesis were implanted instead to treat the rupture. The patient tolerated the procedure.